Event description:
Philips received a complaint on the v60 ventilator indicating that a valve was stuck open. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.